Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 -10.0/1.5/150 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Excessive vault was observed. Lens exchanged with a shorter length lens on (B)(6)2024 and problem was resolved. Patient is happy. Cause of event was reported as unknown.

Manufacturer narrative:
(B)(4).